Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to no longer inflating. The patient said he was not able to inflate his penile prosthesis for 3 months during his visit to his doctor. On examination the pump was collapsed and failed to inflate. By pelvic ultrasound the reservoir was found empty. During exploration the tube of the right side of cylinder was found significantly broken at the junction of the right cylinder. The reservoir was filled and retained.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of partial separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. These were not sites of leakage. A failure of the pump fill, back pressure, inlet valve, leak pressure and deflate valve tests were noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2 near the strain relief. This is a site of leakage. See attached photo. A group of partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. These were not sites of leakage. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the detached connector tubing. No functional abnormalities were noted with the detached connector tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of pump fill, back pressure, inlet valve, leak pressure and deflate valve tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.